Manufacturer narrative:
The reagent lot is 73567100. The expiration date was not provided. The field service engineer (fse) checked and replaced the sample probe, checked the reagent probe, and performed operational checks and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable roche diagnostics elecsys anti-tg results for 1 patient sample on a cobas e 801 analytical unit. The initial anti-tg result was 13.7iu/ml. The sample was repeated three times and the repeat results were 47.9iu/ml, 13.9iu/ml, and 13.5iu/ml.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.